Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-03376 and 2916596-2021-03377. It was reported that the patient called with alarm for pump not running and was brought into the emergency department. The patient was awoken by an audible alarm that instructed the patient to call hospital contact. The patient exchanged the controller and when she went back to the primary system controller, the pump did not restart for a period of time. The patient called the vad coordinator stating the green light on the controller was not lit up but eventually did come back on during the phone call. The patient was brought into the emergency department. No driveline damage was reported. Manipulation of the driveline and power cables did not replicate the alarms. The patient was asymptomatic. Log file analysis captured backup battery fault alarms on (B)(6) 2021 at 2:14:20.

Manufacturer narrative:
Main investigation conclusion: analysis of the submitted log files confirmed events that were consistent with the report that the pump was temporarily unable to restart, following a controller exchange. A specific cause for this finding could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed during an onsite evaluation by an abbott clinical representative. A direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data beginning on (B)(6) 2021 at 06:51:18 and ending on (B)(6) 2021 at 03:10:19. Events associated with the reported controller exchange were captured on (B)(6) 2021 ¿ the driveline was disconnected at 02:16:18, both power cables were disconnected at 02:16:58, and the controller was put into sleep mode at 02:17:29 on (B)(6) 2021. The controller was then reconnected to the mobile power unit (mpu) at 02:17:57 and operated in charge mode with no alarms active. The driveline was then reconnected at 02:21:16 on (B)(6) 2021; this is consistent with the provided information that the patient switched back to the primary controller. Despite the driveline being reconnected at 02:21:16, the pump did not resume operating at the set speed until approximately 02:24:16. These events were associated with pump off alarms. The lvad event log file contains data from 02:21:38 through 04:37:05 on (B)(6) 2021. From the beginning of the file through 02:24:13, several lift_off and rot_displ fault flags were captured, without any apparent flow through the pump (mean flow values were captured at 0.0 lpm for these events). These events appear consistent with the pump having difficulty restarting; however, a specific cause for this finding could not be conclusively determined through this evaluation. The pump appeared to operate at the set speed after the pump restarted. The center reported that the patient called with an alarm for the pump not running. The center spoke with the patient on the phone, and the patient informed them that the green light on the controller was not lit up, but eventually did come back while they were on the phone. The patient stated that they were woken up by a chirping alarm that said call hospital contact. The patient performed a controller exchange and when changing back to the primary controller, the pump would not restart for a period of time. The driveline cable was reportedly without damage. No alarms could be replicated with manipulation of the driveline or power cables. Additionally, the clinical specialist reported that the patient was experiencing frequent chronic low flow alarms. The patient was medically assessed by their physician and was deemed to require software version 1.7 so that the low flow alarm threshold could be lowered to 2.0 lpm. The main application software on system controller serial numbers (B)(6) were upgraded. It was later reported that the patient was asymptomatic during the pump stop. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) provides an explanation of all alarms, including low flow pump off alarms. The IFU explains that when the pump has stopped running, ¿call hospital contact¿ and ¿low flow¿ alternate on the system controller screen, and the green ¿pump running¿ symbol is black. Actions to resolve the alarm are also outlined in this IFU. The IFU provides an explanation of all pump parameters, including pump flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 7 of this IFU provides an explanation of all alarms, including pump off alarms. The IFU explains that when the pump has stopped running, ¿call hospital contact¿ and ¿low flow¿ alternate on the system controller screen, and the green ¿pump running¿ symbol is black. Actions to resolve the alarm are also outlined in this section. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hm3 lvas patient handbook, rev. C, is also currently available. This handbook also provides an explanation of all alarms, including low flow and pump off alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was awoken by an audible alarm that instructed the patient to call hospital contact. The patient switched out the primary system controller for the backup system controller. The patient reported that the system controller's green pump running symbol was not lit up. The patient then called the hospital. The patient switched back to the primary system controller but the pump did not start immediately after the system controller exchange. During the call the pump running symbol lit up again. The patient was brought into the emergency department. No driveline damage was reported. Manipulation of the driveline and power cables did not replicate the alarms. The patient was asymptomatic. Log file analysis captured backup battery fault alarms on (B)(6) 2021 at 2:14:20. The system controller was exchanged, but the alarms persisted.